Manufacturer narrative:
The device was discarded.

Event description:
The user facility reported, the housing broke at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No medical intervention, no clinically significant delay and no adverse consequences.

Event description:
The user facility reported, the housing broke at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No medical intervention, no clinically significant delay and no adverse consequences.

Manufacturer narrative:
The reported event was confirmed. A picture was provided at intake. It was visually observed the weld was compromised.